Manufacturer narrative:
(B)(4). Batch #: x95j3x. Investigation summary the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the device was returned with the clamp arm detached from the inner tube, but firmly fixed to the outer tube at the clamp arm weld. In addition, the distal tip of the blade was broken off and not returned. The device was connected to a test hand piece and a gen11 and an alert screen was displayed. Due to the device returned condition not all functional testing could be performed with the generator. The device was disassembled to inspect the blade and the blade breaking point was located at an area inside the tube proximal to the tissue pad. This is consistent with a side load being applied to the blade while active with the jaw closed. Possible causes of the clamp arm damage are not closing the clamp when sliding the torque wrench on and off; not closing the clamp when introducing or removing through the trocar; or possible entanglement in fibrous tissue. Once minor blade damage has occurred, subsequent activations may increase the severity of the blade damage. This in turn can result in activation issues such as failing the pre-run test with the generator and displaying an alert screen. These alert screens that can result are such as ¿tighten assembly¿, ¿blade error detected¿ or "relaxed pressure on blade" followed by a ¿replace instrument¿ screen later in the procedure. Continued usage of the damaged blade can result in a broken blade. No conclusion could be reached as to how the blade crack issue occurred. As part of the quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device lot/batch x95j3x, and no non-conformances were identified.

Event description:
It was reported that at the beginning of an operation to remove an unknown gastric bandage, the active blade of the harmonic broke down. The patient was not harmed and the operation ended successfully.